Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised to address pain and elevated metal ion levels. Update rec'd 4/16/15cv - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metal on metal synovial reaction, and metal on metal hypertrophic tissue erosion along the superior and posterior acetabular component. There is no new additional information that would affect the investigation. Update 8/7/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and synovitis. During the primary operation, there was a questionable calcer crack after placing the stem the crack was cabeled. Lab results indicated metal ion levels above 7ppb. The complaint was updated on: 9/2/2015

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.